Manufacturer narrative:
(B)(4). Information unavailable. Device b: batch# k5933x, expiration date: 12/15/2017, manufacturing date: 01/15/2013. The analysis results found that the two devices were returned. Device (a) arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Device (b) was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a whipple procedure, the device was prepped and loaded with a cartridge as per steps to use. When the firing sequence was attempted, staples failed to form and the device failed to complete the firing sequence. It occurred with two devices. Another like device was used to complete the procedure. There were no adverse consequences for the patient.